Event description:
It was reported that the customer woke up with high blood glucose and high ketones. The mother stated that the customer has been to the doctor and the hospital with high blood glucose of 330mg/dl. The customer experienced aches, headaches, and nausea. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. The mother stated that a piece from the lip of the reservoir compartment came off. Advised the caller to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The unit had broken reservoit tube lip.